Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported event. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.3 hardware: iphone18.3 cgm sensor type: dexcom g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
Patient was using the omnipod system at the time of the event and had been wearing the pod for longer than 48 hours. Caregiver reported the patient had received an automated delivery restriction and remained in manual mode for approximately 14 hours without returning to automated mode. On (B)(6) 2026, patient administered a bolus for a snack prior to baseball practice and subsequently participated in physical activity. Caregiver reported patient may have also administered additional correction boluses while in manual mode. Approximately 1.5 to 2 hours later, patient experienced hypoglycemia. Continuous glucose monitor displayed ¿low,¿ which typically corresponds to a value below 54 mg/dl; however, the exact blood glucose value was not available. Patient experienced loss of consciousness and seizure. Caregiver administered baqsimi and contacted emergency medical services. Emergency medical services administered intravenous dextrose. Patient regained consciousness and was not transported to the hospital. Hypoglycemia was reported as the diagnosis.